Event description:
Healthcare professional reported, clinical patient implanted with xen®45 gts in left eye. On pod82, patient experienced "vitreous hemorrhage". Patient was advised to sleep with head of bed elevated and to limit activity. Patient also experienced, lost of two lines on bcva. Patient experienced "hyphema". That required intervention to prevent impairment. Events are ongoing. Device remains implanted.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: meloxicam, gabapentin, lisinopril, metformin, hydrochlorothiazide, pioglitazone, simvastatin, insulin 70/30, intravitreal injection-avastin. The event is a physiological complication. And analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.